Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported with a description of lost ability to read anything up close.

Event description:
Additional information clarified that, in no communication reporter was mentioned company intraocular lens (iol) or any of the brands.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).